Event description:
It was reported the patients blood glucose level rose to over 300 mg/dl while wearing the pod between 36 and 48 hours. The pod started to leak while still activating. As treatment, the patient successfully activated a new pod.

Manufacturer narrative:
The exposed portion of the soft cannula was observed to be damaged. Despite the damage, fluid was able to exit the entire fluid path as intended. The timing or cause of this damage could not be determined. The downloaded data returned an 0x18 alarm. It was observed during investigation that the plunger ran to 0% filled. The downloaded data showed no timeouts or drive stalls. No damages were found with the cannula assembly that would result in leaking during wear. A leak test was performed, and no leakages were observed along the entire fluid path. No other damages or deficiencies were observed during the investigation.